Manufacturer narrative:
Patient medications: amlodipine, metoprolo succinate, miralax, crestor, ferrous sulfate, clopidogrel, multivitamin, b-12, vitamin b-6, sulfamethoxazole, ascorbic acid, and nicoderm. Images were sent to gore imaging services for evaluation. Per the evaluation one time-point was available for evaluation: post-implantation cta dated august 12, 2019. The length from the left accessory renal artery to the proximal circumferential device appears to be 58 mm, by centerline. Aortic diameter just distal to the left accessory renal artery appears to be 23.7 mm. Aortic diameter 8 mm distal to the left accessory appears to be 26.3 mm. Aortic diameter 15 m distal to the left accessory appears to be 25.8 mm. Maximum diameter of the aneurysm appears to be 85.1 mm x 85.9 mm. Cannot confirm aneurysmal growth with one time point.

Event description:
On (B)(6) 2017, the patient was implanted with gore® excluder® aaa endoprostheses to treat an abdominal aortic aneurysm. It was reported that computed tomography (CT) images dated august 12, 2019, revealed the patient has a proximal type I endoleak. There is no aneurysm sac enlargement reported. The cause for the type I endoleak is unknown. On (B)(6) 2019, the physician reintervened and implanted a gore® aortic extender endoprosthesis and a palmaz stent. The endoleak was resolved and the patient tolerated the procedure.